Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2007. Patient experienced pain, soreness, difficulty walking, and elevated levels of cobalt and chromium. There is no mention of revision surgery. Doi: (B)(6) 2007 - dor: unk (right side). Patient is a resident of (B)(6). Update 01/10/2012 patient fact sheet (pfs) form was received. There was no new information that would change the outcome of the investigation. Pfs attached to file. Update ad 30 apr 2018 (B)(4) has been re-opened under (B)(4) due to asr litigation received. In addition to what were previously reported, litigation alleges injury. The event description has been updated to indicate the allegations as reviewed. The law firm name and patient harm, manufacturing date, and date of revision (may 4, 2017) has been updated as well. An impacted product for stem((B)(4)) and sleeve ((B)(4)) has been added as well. Doi: (B)(6) 2007; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified and no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Examination of the returned device has not identified product error regarding the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search did find additional related report(s) against the provided product code/lot code combination. The device manufacturing records have been reviewed. No related deviations or anomalies were identified. Patient code: no code available (3191) was used to capture surgical intervention.

Event description:
After a review of the medical records, the patient was revised to address painful metal on metal total hip with adverse soft tissue metal reaction. Serum metal ion levels were noted to be elevated and MRI showed a significant fluid collection. Revision note indicated, the hip was aspirated with synovial fluid. Significant metal reaction was noted with obliretation of most of the abductor muscle. There was metal staining on the fascia, soft tissue and significant metallosis of the stem and head. Doi: (B)(6) 2007, dor: (B)(6) 2017 right hip.